Event description:
It was reported that the procedure was to treat a 90% stenosed de novo lesion in the distal right coronary artery (drca) with mild calcification and mild tortuosity. For pre-dilatation, the 3.50x15mm trek rx balloon dilatation catheter (bdc) was advanced to the target lesion and inflated; however, the balloon ruptured during the first inflation at 8 atmospheres (atm). Therefore, the balloon was removed from the patient. There was no adverse patient effect and no clinically significant delay reported in the procedure. A same size non-abbott balloon was used to continue the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.